Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted,"the helix extended and retracted smoothly and within specification."

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, physician did not try to extend the lead tip during inspection prior to use. No patient anatomy observed. The lead tip was screwed for approximately 15 turns at the first attempt, and 15-20 turns for the following three times. Operation was extended for one and a half hours. After the tip was extended, the ipl could not be fixed to cardiac muscle and dislodged repeatedly. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.